Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported as overheating sherlock- it was being used in a PICC procedure and the patient noted that the sensor felt warm on his chest. When they felt the sherlock, it appeared to be very temperature hot and the there was an imprint of a sherlock on the chest of the patient when they pulled it off. The patient felt it burn due to the temperature, but it did not cause damage to the skin and no further treatment was necessary.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of overheating sherlock was unconfirmed. The sherlock sensor did not overheat. The sherlock sensor is functioning properly in accordance with manufacturer specifications. The root cause is not required due to the reported issue is unconfirmed.